Event description:
A customer observed negatively biased k+ results on the vitros 350 analyzer. No biased pt results were reported. Biased result of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.